Event description:
Reportedly, during pt use, when the unit was unplugged from the ac power source, it did not recognize the power pac battery. There was a "switched to backup battery" alarm and the pt was manually ventilated before being switched to another ventilator. There were no reported adverse pt effects.